Event description:
Procedure was performed on sfa. It appeared that it was a focal sfa lesion with heavy calcium, and the physician positioned the protege everflex stent over the lesion. When the physician went to deploy the stent, he got to the mid part of the stent and it would not fully deploy, and it became stuck (halfway deployed). The physician then pulled on the stent shaft from which the stent became distorted and elongated. Approximately the last 1 cm of the stent broke away from the distorted portion of the stent and was removed from the pt. The physician then deployed a protege everflex 7x80 and a protege everflex 7x100 stent over the distorted segment of the original stent. Final angiogram showed the stents in the sfa. No injury to the pt reported.